Event description:
It was reported that the patient presented in the operation room due to wound dehiscence and infection at the incision side of implantable cardioverter defibrillator (ICD) device. The entire ICD system was explanted. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The cause of infection could not be traced to the device.